Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programmed with correct time and date. The insulin pump was monitored for several days. Several bolus were programmed and delivered. All bolus and basal profiles delivered their indicated amounts. All bolus and basal profiles delivered were properly recorded at the bolus, basal and daily total history screens. No bolus history anomalies were noted. The insulin pump was received with missing end cap sticker. The insulin pump was received with cracked case at lcd window corners.

Event description:
Customer reported that her insulin pump delivered 0.5 units of insulin that she did not program. Customer stated that she disconnected the insulin pump and she noticed that the unit was delivering another three units by itself. Customer stated that the buttons are stuck they are not responding. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.